Event description:
Caller reported patient was hospitalized with dka. Caller stated patient began experiencing elevated blood glucose levels on (B)(6) 2015; exact readings were unknown. Caller reported patient's wife found him unconscious on (B)(6) 2015 and called paramedics; blood glucose reading or treatment provided was unknown. Caller stated patient was taken to the hospital where his blood glucose reading was 65.0 mmol/l on hospital meter; was treated with an IV insulin drip and then transferred the next day to a different hospital and admitted to the ICU. Caller reported patient and hospital staff believes the pump has malfunctioned in the delivery of insulin. Caller declined to provide additional information. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.